Event description:
It was reported that the patient ended up in the emergency room with breakthrough seizures, leading to the postponement of her battery replacement surgery. An implant card was later received for the patient's battery replacement surgery, which was indicated to have been prophylactic. The device was not expected for return for analysis as the facility discards products after surgery. Pre-operative diagnostics and settings were received, noting that the device was functioning as intended. No additional relevant information was received to date.